Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator could not be opened using the remote manager. The field service engineer (fse) had found that the remote manager was not detected on the bus. The fse realigned the housing and hasp, reseated the med cart cable to the communication sled, and tested the remote manager in the hardware test application (hta) and it worked fine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator could not be opened using the remote manager. The customer reported that the malfunction caused a 30-minute delay in dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.